Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Implant date: unk. Explant date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter stated that a 12.6mm, micl12.6, -13.5 diopter, implantable collamer lens tore during loading. If additional information is received a supplemental medwatch report will be submitted.